Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing cartridge and resuming insulin. Reportedly, the customer is using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge.